Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four months following a laparoscopic right inguinal hernia repair with mesh, the patient experienced constant pain on the groin, leg and lower abdomen. It was stated that the patient struggled with constant nagging pain and burning sensation and could not sit comfortably. The patient can only sleep on one side and had disrupted sleep several times every night causing the patient to be tired and lethargic during the day.